Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: baby was on nasal CPAP and baby had desaturation to 50%. No further information received. There was no information about a malfunction of the device. No health consequences or impact reported.